Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. The field service technician performed a visual inspection, an event history log review, and functional testing. Functional testing revealed that the device did not charge. The cause of the condition was a blown fuse. The fuse was replaced to resolve the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.